Event description:
It was reported that the device was explanted approximately after implant duration of .93 months, due to significant aortic regurgitation, perivalvular leak, and dehiscence. Information learned from the operative report.

Manufacturer narrative:
Device not returned.